Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in spain underwent a procedure for the placement of naso jejunal (nj) tube. On (B)(6) 2018, the patient underwent an endoscopy and was diagnosed with bleeding from a fissure in the gastric wall due to a decubitus caused by the duodopa nasal tube. It was reported that the fissure was opened while distending the stomach during the peg tube placement procedure. The patient had four hemostatic clips placed in order to close the fissure. The patient was also treated with 100mg of intravenous omeprazole and prescribed a soft diet. The unspecified internal tube was placed and the patient began duodopa perfusion therapy. At the time of report, the patient had no pain, stoma site was normal and an abdominal echography results were normal. On (B)(6) 2018, the patient was discharged from the hospital.